Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 493 mg/dl. Customer has changed the set and the reservoir several times and still continues to receive the no delivery alarm. The customer was does not have the product to return as this was a past event.